Manufacturer narrative:
Submit date: 3/29/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with surgical gauze. The customer reports opened the product on the floor and there were only 8 sponges.